Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2009; 5076-45 lead, implanted (B)(6) 2013. (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for lead fracture. No patient complications have been reported as a result of this event.